Event description:
It was reported while performing a lap gastric bypass an over temperature error was received. The handpiece was changed and the case was completed with no patient consequences.

Manufacturer narrative:
Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested and was found to function properly. The hand piece was fully functional and conforming to design specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.